Event description:
Reporter alleged, the customer obtained a discrepant blood glucose result of 18 mg/dl back to back with a result of 116 mg/dl, when testing was performed within a couple of minutes of each other on the compact plus system. It was not provided as to whether any actions were taken on the values or whether the customer received any treatment. A request was made for the return of the suspect device and replacement product was sent.